Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had a loss of stimulation and loss of therapy due to the implantable neurostimulator (ins) battery being low. The patient had sudden symptoms and they "felt like a towel rag." The patient had not recharged the ins due to being in the hospital for a colonoscopy. The patient planned to recharge the ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.